Manufacturer narrative:
The insulin pump passed the prime test. The insulin pump had intermittent button/keypad response due to moisture damage on the button/keypad trace. No button/keypad ramping anomaly was noted.

Event description:
The customer's wife reported that the customer was hospitalized for low blood glucose levels, with a reading of 27 mg/dl. Prior to the event, the customer was priming a new infusion set and the numbers on the screen continued to ramp up after releasing the button. It was stated that the insulin pump delivered 120 units of insulin without the customer programming it to do so. Advised that the insulin pump would be replaced.